Event description:
It was reported that this right atrial (ra) lead was fractured, this lead exhibits out of range impedance measurements. Boston scientific technical services (ts) suggest device reprograming options. Patient will be monitored. No adverse patient effects were reported.